Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, left ventricular (lv) lead could not move along the guidewire. It was noted that after about 3-4 centimeters along the wire, the lead had stopped. Additional measures were unsuccessful to move the lead along the wire. The lead was not used, and another lead was successfully implanted with the wire. No patient complications have been reported as a result of this event.